Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx vision stent delivery system balloon ruptured when pulling negative pressure. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. A balloon rupture can result from, but is not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, or insufficient preparation prior to use. Unfortunately, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.